Event description:
A hosp in (B)(6) reported to a fisher & paykel healthcare's customer care specialist in our (B)(4) office that an rd900aeu neopuff infant resuscitator's casing was broken and there were screws missing. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: both the valve assembly and manometer components of the complaint rd900aeu neopuff infant resuscitator were physically inspected and performance tested. The valve assembly was tested against a functional manometer to check for erratic peak inspiratory pressure (pip) readings. The manometer component was tested for the accuracy of its pressure readings by applying test pressures gradually up to a maximum of 80cm h2o. Results: cracks were visible on the three corners of the front panel of the fascia assembly indicating impact damage. However, the valve adjustment knobs were able to rotate in concentric manner indicating that there is no misalignment to the shaft axis. The valve system passed the performance test, showing a consistent rise in pressure. No physical damage was noted on the manometer, however, the zero adjustment screw plastic plug was missing. When the pip valve's control knob was adjusted incrementally, the actual pressure delivered was lower than what was displayed by the manometer indicating that there is a gain error. Conclusion: the neopuff is a portable reusable device which can be susceptible to impact damage. The valve can become erratic if subjected to a large enough impact, for instance if accidentally dropped. The cracked corners observed suggest that the complaint neopuff unit may have sustained some form of impact. Each neopuff is tested during production for the accuracy of its manometer component. If the neopuff were to be used without recalibration however, actual pressures delivered will be lower than that indicated on the manometer pressure feedback system. This does not alter the usual resuscitation practices to increase the set pressure if desired ventilation is not achieved. Our user instructions advises the user to carry out a performance check and recalibration of the device should it receive an impact. No pt consequence occurred. Replacement parts have been supplied to the user.